Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 18-nov-2026, UDI#: (B)(4), implant date: (B)(6) 2025. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, upon placement of a non-medtronic left ventricular (lv) guidewire, bradycardia occurred. A pre-implant balloon aortic valvuloplasty (bav) was then performed, which resulted in a complete atrioventricular block (cavb). The valve was the fully released, and a left bundle branch block (lbbb) occurred. Subsequently, temporary pacing was placed.

Event description:
Additional information was received that per the physician, the delivery catheter system (dcs) and valve could not be ruled out as contributing factors to the event.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.